Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient underwent the implant procedure, the left ventricular lead was implanted and the pocket was closed up. After the patient was off the table, it was noticed that lead did not have capture and the lead had dislodged. The lead was explanted and replaced. The patient was stable throughout the whole procedure.